Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received recurring loss of prime alerts for the past few weeks and had several loss of prime alerts today. Patient reported that cartridges were changed since last no prime alert. Review of techniques showed that patient was following instruction for use for the cartridges and infusion sets. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on 04/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime with non-zero force occurrence. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Force sensor calibration was within specifications. The investigation confirmed but was unable to duplicate the reported prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.